Event description:
During a colonoscopy procedure, the physician used two cook instinct endoscopic hemoclips in the cecum/ascending colon. The first clip was attached to the targeted site. The drive wire disconnected at the handle. The clip was unable to be re-opened for removal from the tissue site. Our lab eval confirmed the drive wire disconnected from the handle. The second clip broke at the distal end of the drive wire. See MDR 1037905-2013-00307. Our lab eval confirmed hook at the distal end of the drive wire is broken and was not included in the return. Information regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. See MDR 1037905-2013-00308. More clips of the same type were used to complete the procedure. The initial reporter stated that a section of the device did not remain inside the pt's body; however, the location of the missing section detached during out lan eval is unk. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved found that the drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper MFR. Using hemostats to grasp the drive wire, the clip opened and closed smoothly. The device was advanced into pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire was correctly manufactured. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.